Event description:
It was reported that the 36 liner head is stuck on metal adaptor piece and it is scratched and chipped too much while trying to disassemble the item. No additional info.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided: "it was reported that the 36 liner head is stuck on metal adaptor piece and spd has now scratched it and chipped it too much trying to disassemble the item. It needs to be replaced. No additional info". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the emsys lnr imp tip 36 revealed deep scratches and chipped portions on its convex area. Device was returned assembled with its mating component (emsys lnr imp tip adpt), where its inner threads were not visible for inspection. No other anomaly was identified on the device surface. Scratches and chipped patterns observed are consistent with other tools and hard edges coming in contact with the device; as well as excessive forces applied while assembling/disassembling the device with its mating component. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. Functional test revealed the device was unable to be disassembled from its mating component, confirming the reported allegation. Potential cause can be traced to a random component failure that may have been caused by exposure to unintended forces, such as overtightening, assembling the device in a misaligned position or by impacting the device before it was fully threaded/seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per emphasys¿ acetabular solutions surgical technique (103736384 rev h), pages 18, 19 and 28, the following precautions need to be followed while assembling/disassembling the device with its mating component: select liner impactor tip that corresponds to the liner implant ID size; thread the liner impactor tip onto the metal adaptor until secure; impact the liner directly into the shell with multiple medium blows; liner impactor tips are only used for liner impaction; and only emphasys specific impactor handles are compatible with liner impactor tips. Please refer to the page 28 of the surgical technique to visualize the recommended liner impactor tip assembly and disassembly instructions. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 36 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.